Event description:
Arthritis [arthritis]. Knee bulged with joint effusion [joint effusion]. Case description: spontaneous report was received on 11-jul-2012 from a physician regarding an (B)(6) female patient, initials (B)(6) , with osteoarthritis. The patient's medical history was significant for previous treatment with synvisc (from (B)(6) 2011 through (B)(6) 2012; right knee). On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20) injection into the right knee, dosage regimen not provided. The lot number of synvisc was not provided. On (B)(6) 2012, the patient received second injection of synvisc. On (B)(6) 2012, the patient developed arthritis. The same day, her knee bulged with joint effusion and the patient had arthrocentesis (amount of fluid aspirated was not provided). Later on the same day, the patient was treated with corticosteroid (unspecified) injection, intra-articularly. On (B)(6) 2012, the patient recovered from the event of arthritis. The action taken with synvisc treatment was not provided. The outcome for the event of knee bulged with joint effusion was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite. The reporting physician did not provide the relationship between synvisc and the event of knee bulged with joint effusion.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 16-jul-2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.